Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the tandem user guide: the t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin within the pump supplies. Additionally, the customer was filling the cartridge with cold insulin, and was not performing the air removal step of the load process. Tandem technical support educated the customer on proper insulin/supply usage. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. The customer changed the pump supplies to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.